Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was reading inaccurately erratic when performing back to back blood glucose results. The complaint was classified based on the information obtained by the customer care advocate (cca). The patient stated that the alleged issue began on (B)(6) 2012 at 10:30 a.m. The patient claimed that she obtained blood glucose results of "250 and 400 mg/dl" on the subject meter within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. The patient reported managing her diabetes with insulin (self adjuster). The patient mentioned that she continued with her normal diabetes management despite the alleged issue occurring including a humalog insulin injection of 1.5 units at 11:30 a.m. The patient informed the cca that at an hour after the alleged issue began she became "pale and shaky." The patient stated that she obtained a blood glucose result of "42 mg/dl" on another device and reportedly treated herself with food and/or drink. During troubleshooting the patient did not have control solution so the cca was unable to walk the patient through a control test. The cca confirmed that the subject meter was set to the correct unit of measurement and that the patient was using an approved sample site. The issue was not resolved with training and replacement product was sent to the patient. This complaint is being reported as an adverse event because the patient reportedly developed symptoms suggestive of a serious injury and required self treatment after allegedly obtaining inaccurately erratic results. In addition, the two results being compared exceed lfs's specification for precision testing.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ ((B)(4) 2013). The patient¿s meter and test strips have been returned on 10/30/2013 and evaluated by lifescan product analysis on (B)(4) 2013, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced; however, a secondary issue was noted when the meter was found to have a low battery. The test strips were also tested and the primary complaint was not confirmed. The retain test strips also passed all testing. A DHR (device history record) was completed on 08/08/2012 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.